Event description:
The customer reported the mainframe steering handle was mechanically stiff to manipulate. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The sys was tested and found to be working as intended and put back into service.